Manufacturer narrative:
(D10) concomitant devices: 320-02-42 - rev expd glenosphere 42mm, +4mm offset: (B)(6). 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: (B)(6). 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: (B)(6). 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6). 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6). 320-10-00 - equinoxe tray adapter plate tray +0: (B)(6). 320-10-05 - equinoxe tray adapter plate tray +5: (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev cmprss scr lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev cmprss scr lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev cmprss scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev cmprss scr lck cap kit, 4.5 x 30mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from humeral tray disassociation, likely leading to the reported humeral liner disassociation and glenosphere loosening. The humeral tray disassociation may have been the result of incomplete seating/cross-threading of the reverse torque defining screw and/or an unreported post traumatic event, which allowed the torque defining screw to back out. The glenosphere loosening may have been the result of abnormal articulation following the humeral liner/tray disassembly, incomplete seating of the glenosphere locking screw and/or the glenosphere on the baseplate at the time of implantation, or a combination of these possibilities. Following the humeral tray and liner disassociation, abnormal articulation between the metal components likely resulted in the reported noise. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately six years after a reverse right total shoulder replacement the patient experienced pain. The patient underwent a right total shoulder revision procedure due to disassociation of the humeral tray, humeral liner, glenosphere and locking screw. No medical or surgical interventions were reported. No additional information is available.